Event description:
On (B)(6) 2015 the customer called a horiba medical field service representative (fsr) directly and indicated that the compressor connected to the pentra 400 chemistry analyzer had malfunctioned and that the customer noted a burning smell coming from the analyzer. The customer reported that the compressor failed over the weekend and that the pentra 400 analyzer was not in use at the time of the failure and that no patient samples were affected by this failure. A horiba medical fsr was dispatched to determine if the analyzer was malfunctioning. The fsr found the power entry module and power plug had melted/burnt at the power input connection to the compressor. A new compressor was sent to the customer and the fsr replaced the damaged compressor with the new compressor. The fsr confirmed that the new installed compressor and the pentra 400 chemistry analyzer were operational and functioning. There is no report of injury or illness in connection with this incident. The damaged power cord and cable connectors are being returned to the manufacturer for examination. The system is certified to csa, ul and iec standards for electrical equipment.